Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump started vibrating and medtronic came across the screen. Customer reported crack on the back of the battery compartment. Customer stated that the insulin pump stopped working. Customer reported blank display and the display was blank at the time of call. No harm requiring medical intervention was reported. Troubleshooting was performed and the device will be returned for analysis.

Event description:
The device was returned for the analysis.

Manufacturer narrative:
Retainer ring black. Case type ngp. Patient returned insulin pump for an alleged flashing medtronic logo and damage on the battery area observed on september 13, 2022. Customer states insulin pump was allegedly exposed to moisture. Insulin pump received with blank display. Unable to download history files and traces using thump due to blank display. Insulin pump was cut open to perform visual inspection and found moisture damage on electrical board 1, electrical board 2, force sensor, force sensor flex trace and keypad flex trace. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads cracked, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. Flashing medtronic logo was confirmed during analysis due to moisture damage on the electronics assemblies. Cosmetic damage was confirmed on the battery area. Blank display was not observed during analysis due to flashing medtronic logo. Exposed to moisture confirmed. Insulin pump failed to download history files and traces due to flashing medtronic logo. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.